Manufacturer narrative:
(B)(4) was coded for an expired lead that was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an expired lead was implanted. It was noted when an abbott representative was trying to enter the lead information into the patient's profile. The physician decided to leave the lead implanted as the pocket was closed. The patient was stable before, during and after the procedure and will continue to be monitored.